Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during removal of a 014 ht versaturn flex guide wire from its packaging it was noted that the spring coil had unraveled; however, the guide wire remained in one piece. Another ht versaturn guide wire was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported break was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation determined the reported break appears to be related to operational circumstances of the procedure. Based on the reported information, it is likely that inadvertent mishandling and/or manipulation during removal from the dispenser coil resulted in the noted stretched coils causing the appearance of the reported break. There is no indication of a product quality issue with respect to manufacture, design or labeling.